Manufacturer narrative:
This report is submitted on 12 april 2021.

Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.